Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed with no issues noted. A leak test, clamp function test, and clear passage test were performed with no issues noted. A simulated therapy was performed with no issues noted. The reported problem could not be identified or duplicate during the evaluation. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set/line) alarm occurred during dwell four of four on the home choice (hc). The home patient (hp) was connected at the time of the event. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr) advised the hp to end therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.